Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized overnight due to low blood glucose level on (B)(6) 2021. Customer's blood glucose level at the time of incident was 27 mg/dl. Customer was given glucagon treatment at the hospital. Customer also had glucose tablets and food. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not applicable. Customer was unable to do troubleshoot for any product. The insulin pump will not be returned for analysis.